Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. Device evaluation: the reported event of a damaged modular cable was visually confirmed. The returned modular cable, lot# 190296, was tested together with laboratory test equipment and the system functioned without any alarms active. The modular cable was functionally tested per the modular cable test procedure to evaluate the integrity of its wires; the modular cable failed to pass the test. The retrieved log file (from the returned system controller: hsc-(B)(4)) contained approximately 28 days of data (dated: 15oct2018 ¿ 12nov2018, per the time stamp). The stored patient speed was set to 5600 rpm and the low speed limit (lsl) was set to 5400 rpm. The pump maintained a speed above the lsl without issue while the driveline was connected. Evaluation of the log file did not indicate an issue with the connected lvad modular cable; the pump appeared to be maintaining within pump parameters as intended while the driveline is connected. Evaluation of the returned modular cable revealed several damaged areas on the outer insulation of the cable. The silicone jacket of the modular cable was stripped to inspect the internal wires. The armor layer was removed and several kinked wires were noted. The damage did fully penetrate the outer jacket, however, no wires were exposed nor broken, only kinked areas were noted. The provided information indicated that the root cause for the damage to the modular cable was due to the reported animal bites. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that upon the healthcare professional¿s physical examination of the modular cable, bite mark damage through the modular cable was noted. There were multiple spots where reportedly the outer layer was cracked and open. The patient stated that the cat chewed on the cables. The event reportedly did not have an effect on patient. There was no interruption to pump support. The modular cable was replaced. Investigation of the returned modular cable by the manufacturer revealed wire damage.